Event description:
It was reported that the patient's implantable cardioverter defibrillator was found in backup mode due to MRI procedures were not properly performed. Programming changes were performed. The patient was in stable condition.

Event description:
It was reported that the patient's implantable cardioverter defibrillator was found in backup mode due to MRI procedures were not properly performed. High voltage therapy was disabled during backup. Programming changes were performed. The patient was in stable condition.